Manufacturer narrative:
An arjo investigator has examined the device and found all functions working properly. There were some accessories that were not on the unit and paint was peeling off the bottom of the lift. The investigator found the accessories and put them back on the lift. The straps were worn. The MFR concludes, based on the report provided, the resident was not correctly positioned on the device, which is a user error and could result in serious injury. The MFR recommends retraining of the caregiver, especially according to the requirements under the chapter "safety instructions" in the operating and product care instructions. The MFR also recommends the worn parts be replaced.

Event description:
The facility reports the resident was not centered on the lift and the lift tipped. No injuries were reported. (B)(4).